Event description:
It was reported the handpiece began smoking near where the cord attaches to the drill during an impacted wisdom teeth procedure. The case was completed successfully with another device, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.